Event description:
The customer reported that their device would shut down on its own and intermittently wouldn't power back on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb assembly and the flex cable assembly which connects the system and interface pcb assemblies. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.